Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that when using the bd bactec¿ peds plus¿/ f culture vials (plastic), there was a molecular false positive. No patient impact reported. Candida tropicalis has been identified using the bcid 2 panels from blood taken from these bottles. There is no indication of yeasts in the gram stain and no yeasts are recovered using culture.

Manufacturer narrative:
H.6 investigation summary catalog: 442020 batch no.: 3117139 customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results. Refer to customer letter. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. H3 other text : see h.10

Event description:
It was reported that when using the bd bactec¿ peds plus¿/ f culture vials (plastic), there was a molecular false positive. No patient impact reported. Candida tropicalis has been identified using the bcid 2 panels from blood taken from these bottles. There is no indication of yeasts in the gram stain and no yeasts are recovered using culture.

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using bd bactec¿ peds plus¿/ f culture vials (plastic), there was a molecular false positive result. There was no report of patient impact. This record is being reopened to address the corrections required for CAPA pr 11910483.

Event description:
It was reported while using bd bactec¿ peds plus¿/ f culture vials (plastic), there was a molecular false positive result. There was no report of patient impact.